Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced air bubbles in gel. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: when opening the package, it found that the gel has air bubbles.

Manufacturer narrative:
H.6. Investigation: bd received eight (8) samples and one (1) photo for investigation. The samples and photo were reviewed and the customer¿s indicated failure mode for gel air bubbles was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd determined that the root cause of the indicated failure mode was attributed to inadequate purging during gel drum changes. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced air bubbles in gel. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: when opening the package, it found that the gel has air bubbles.